Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the leg. A 7.0 x200mm, 135cm charger balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor harm was noted.